Manufacturer narrative:
The pro-padz were returned to zoll medical corporation for evaluation. The issue could not be duplicated using a test unit. Visual inspection of the returned electrodes revealed no signs of burns or damaged, though minor gel rippling was observed on the front pad. Continuity testing passed without issue. No evidence of poor electrode-to-skin coupling was found, which is typically the cause of arcing if air pockets are present. Reddening of the skin can occur normally following high- energy cardioversion. After testing, the pads were scrapped. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown), the electrode pads sparked burning the patient. The patient's skin is red but not blistered. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.